Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. (B)(4).

Event description:
The consumer alleges that when he began to use the spinbrush pro clean toothbrush, that the toothbrush came off and it hurt his mouth really bad. He further stated that it chipped his tooth and made him bleed for 30 minutes.